Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The anchor is broken near its distal end confirming this complaint. Visual observation of the broken anchor indicates the external geometry of the screw was not damaged as the threads did not strip during insertion. It was reported that the surgeon did not use a dilator or tap and that the screw broke during insertion. It is likely that not using a tap or dilator was the root cause of failure, as there may not have been enough space for the screw to function properly. It is also a possibility that the tapping was off angle or excessive force was used while tapping causing the screw to break. A batch record review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint, for this lot of devices that were released to distribution. This similar complaint was reviewed with the customer quality manager, and it was determined that it does not seem to be a batch related issue. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
By applying btb (bone tendon bone) system, the tried to insert the reported milagro (through mitek 1.1mm guide pin (part number unknown)) into the femur. Then, the tip of the milagro broke. The surgeon did not use a dilater or a tap. It was brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on 1-19-17: although we originally reported that the device would be returned to you, it will not be shipped to you. The relationship between (B)(4) (mi20160197) and (B)(4) (mi20160198) these two complaints were filed by the same sales representative for the same hospital. According to his comments, the surgical flow is as follows: a) the surgeon used ¿231807 milagro on (B)(4) (mi20160198)¿ in the first place. The tip broke. B) then, he replaced with ¿231816 milagro on (B)(4) (mi20160197). The tip broke again. The surgeon completed the surgery. Additional surgical procedures, such as making a bone hole none. All the fragments were removed. Additional information received via email from the affiliate on 1-20-17 two product codes (231816 and 231807) broke in one procedure? Yes. Both 231807 on (B)(4)on (B)(4) broke successively. After 231807 broke, the surgeon chose one-size larger one, namely 231816. But this 231816 broke, too. The backup device was used to complete the procedure, but no additional information is available. As of today, both have not been returned yet.